Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. Evaluation in process but not yet complete. Upon completion of evaluation, a follow up report will be sent to the FDA. There are warnings in the package insert that state that this type of event can occur: under care and handling of instruments, number 1 states, ¿surgical instruments and instrument cases are susceptible to damage for a variety of reasons including prolonged use, misuse, rough or improper handling. Care must be taken to avoid compromising their exacting performance.¿

Event description:
It was reported that patient underwent a primary comprehensive reverse shoulder arthroplasty on (B)(6) 2015. During the procedure, a screw fell from the end of the glenosphere inserter. The screw was retrieved from the patient and it was verified no other pieces were remaining in the patient. A secondary impactor was available to complete the procedure.

Manufacturer narrative:
Examination of returned device found no evidence of product non-conformance. Evaluation determined product likely failed due to misuse, by being put through extensive use and/or excessive force. Product shows signs of heavy wear and tear from being in use since 2012.